Event description:
It was reported that the patient did not feel well and was experiencing ongoing ventricular tachycardia (vt). The patient was unable to make a manual transmission with the carelink monitor. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.